Manufacturer narrative:
Investigation conclusion a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online customer review.

Event description:
Customer reporting 3 potential faint false positive sars results. Customer states they were negative by other brand rapid antigen. Further contact with the customer is not possible. Report 2 of 3.